Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded by the medical facility.